Event description:
It was reported that while in the intensive care unit during use, the doctor inserted the intra-aortic balloon (iab) through the 9 fr sheath via left femoral artery with no issues. Approximately 10 hours later the intra-aortic balloon pump (iabp) alarmed; in the beginning the alarm showed possible helium lead and changed to large helium leak detected. The engineer arrived and found that the iab volume showed 30 cc without iab and when connecting with the iab (40 cc) it showed 50 cc. As a result, the doctor turned off the iabp and removed the iab. The engineer checked and confirmed it was a front end printed circuit board (pcb) malfunction. There was not another iab inserted. The doctor reported there was no patient death, complications or injury. No medical/ surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is well. Additional information received on (B)(6) 2013 stated that second iab was not inserted because the patient was doing well. The iab and sheath were removed together as one unit successfully. The engineer replaced the board and the pump is back in service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.